Event description:
It was reported that the patient had intermittent diaphragmatic stimulation. The left ventricular lead was noted to the intermittent high threshold. The lead was explanted and replaced. The device was also noted to have a short battery life due to the high left ventricular output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met >=80% of lower 9909% expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).